Event description:
The plaintiff's attorney alleged that the pt experience cardiac arrest and subsequently expired on or about the same day. It was reported that the death occurred due to administration of the products during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products. The exact date of death is not known and is estimated based on the reported info.